Event description:
Drive medical has received a complaint from one of our customers, (B)(6), alleging an adverse event involving a raised toilet seat, originally imported for (B)(6) by drive medical. It is reported that the toilet seat was purchased from (B)(6) and installed by claimant's wife and his daughter prior to the event. Allegedly, the claimant was in rush to sitting down on the toilet seat and the seat slid out on his right side under him and caused his hip to hit the toilet rim. The claimant was transported via ambulance to the hospital and diagnosed with right hip fracture. He remained in-patient for two days prior to his release. There is no defect and/or malfunction has been reported to drive medical by this time. This MDR report is based on the letter of notice and additional info provided by (B)(6).